Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave and myopotential oversensing and a decrease in r-wave amplitude resulting in an inappropriate shock. During interrogation a battery depletion error was also noted due to suspected extensive magnet application. Device data was sent to technical services (ts) for review. X-rays did not reveal any electrode damage. The shock impedance was noted to have increased since implant. Ts provided further troubleshooting and programming options. This system was then explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was determined to have met specification. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the incident description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave and myopotential oversensing and a decrease in r-wave amplitude resulting in an inappropriate shock. During interrogation a battery depletion error was also noted due to suspected extensive magnet application. Device data was sent to technical services (ts) for review. X-rays did not reveal any electrode damage. The shock impedance was noted to have increased since implant. Ts provided further troubleshooting and programming options. This system was then explanted and replaced with a transvenous system. No additional adverse patient effects were reported.